Event description:
A baxter service technician found code 715 in the device's event history during service. The facility's biomedical engineer stated that the device was not in clinical use and had been returned for upgrades. The facility had no report of the occurrence of this failure code.